Event description:
Report received from (B)(6) stating: "too soft, difficult to enter a 1.8 mm incision. No pt injury".

Manufacturer narrative:
The product has been requested for evaluation however it has not yet arrived for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.